Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The patient came to the hospital and stated that the hub had detached from their catheter at home. The catheter was removed and replaced. Aside from this additional procedure, there were no further injuries to the patient.